Manufacturer narrative:
The product will be returned for evaluation and testing. This is the second of two products involved with this event which is associated with mfg. Report #9610978-2005-01474 and #9610978-2005-01475.

Event description:
After the physician passed the balloon to the lesion, he attempted to inflate the balloon using a hand injection, and the baloon burst at an unknown pressure. Another opta pro balloon was passed to the lesion and this balloon also burst. The rpcoedure was completed with another opta pro balloon. There were no adverse effects to the patient.